Event description:
It was reported that a package with transformer on the side area blister package was found during incoming inspection.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.